Event description:
The recipient was reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a broken antenna coil. The photographic imaging inspection confirmed a broken antenna coil. System lock was lost while manipulating the antenna. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented. This is the final report.